Event description:
On (B)(6), 2012, the patient claimed her blood glucose was elevated to hi (above 600 mg/dl) while she was having insulin dispensing issue with the cartridge. The patient had symptoms of tired and nauseous. She took treated with insulin via syringe and corrected her blood glucose to 500 mg/dl. The patient's blood glucose continued to lower and no medical intervention from a hcp was required. Reportedly, the patient removed the cartridge and manually pushed the tubing but could not push any insulin out of the cartridge. She also disconnected from the tubing from the cartridge but still could not any insulin out of the cartridge. During troubleshooting, the animas representative confirmed the cartridge was lubricated 2-3 full cycles and was not expired. The insulin was clear and not cloudy. In addition, the insulin was not exposed to any extreme temperature. This complaint is being reported because the patient allegedly had elevated blood glucose while she had the alleged cartridge issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.